Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that the time and date defaulted sometime after (B)(6) 2011. The last recorded date in the history is (B)(6) 2007, indicating that the patient did not correct the time and date after the pump defaulted to (B)(6) 2007 and the pump was running for about two months with the incorrect time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigation could not confirm or duplicate the allegation that the time was randomly changing to (B)(6) 2008 and that the auto-off alarm did not record in the history. A review of the pump history showed multiple auto-off alarms.

Event description:
The patient claimed that the date and time on the animas is not accurately kept in the system. According to the patient, despite his repeated attempts to correctly adjust his time and date accordingly, the pump defaults to (B)(6) 2008 on some occasion and (B)(6) 2008 at other times. It is not known if the subject pump rebooted and prompted for the verify date and time screen after the time change. In addition, the auto-off alarm was never recorded in the history record of the animas pump when it occurred. There was no patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged inaccurate history record of auto-off alarm as well as a date and time issue.